Event description:
A cartridge alarm 20 was reported by the caller, but there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). As a corrective action, cts confirmed the alarm occurred with consecutive cartridges, leading to the decision to replace the pump. The customer was informed that they would receive a pump with updated software and was advised on necessary steps, including backup insulin therapy using mdi, and given instructions for storage mode and returning the old pump to tandem. The customer understood and acknowledged all instructions and arrangements were made for the replacement pump's shipment.